Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5140715, model/catalog description:linear st lead kit 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the leads was found to be satisfactory.

Event description:
A report was received that the patient had a possible infection at the midline incision site. The physician believed that it was not procedure related and the caused was unknown. The patient was prescribed with antibiotics.